Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual examination of the returned product identified this instrument is fractured. This item is a single-use item and is 11 years old. It remains unknown if this was the first use. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the inspection of the kit in the warehouse, it has been detected that the piece of the drill bit is broken. There was no surgical or patient involvement.